Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported an insulin flow block alarm and a crack in the case running the length of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip, cracked retainer ring, faded serial number label, cracked middle (enter) keypad button, scratched case. Did not note any cracks in the battery tube or in the battery threads. The retainer ring is solidly attached to the reservoir tube lip. During motor rewind, the insulin pump returned a pump error. The insulin pump was able to pass self test. Unable to perform the displacement, prime, seating, basic occlusion, force sensor and occlusion tests due to the recurring pump error. Thus software was utilized and uploaded trace, history files properly. The adapt tool was utilized to search for any unusual insulin flow block, no delivery/occlusion alarms or pump errors that may have occurred around the event date. The adapt tool did not list any such alarms or unusual pump error around the event date. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the insulin pump. An attempt was made to turn the motor's gearbox with pliers, and it was jammed. In summary, the customer¿s report of an insulin flow block alarm was unable to be confirmed, but the customer's report of a crack on the battery compartment was not confirmed. The pump error is due to a jammed gearbox. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump had long crack beginning from the top of the insulin pump and many infusion flow blocked during therapy. No harm requiring medical intervention was reported. The device was returned for analysis.